Event description:
It was reported that a "parameter out of range" issue was observed on the implantable cardioverter defibrillator (ICD) when interrogated with a programmer. Additional information received from the provider notes no parameters had been observed to be out of range during remote monitoring. The cause of the issue was not determined. The patient had not yet presented in clinic and previous communication with the patient revealed no complaints. The patient was due in clinic at a future date when they would be re-assessed and if any issues were found at this time they would be addressed. The patient was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-1001380 as new information notes there was no malfunction on the device.

Event description:
New information received notes there was no complaint of malfunction on the implantable cardioverter defibrillator (ICD). The clinician noted alerts were in range and had no complaints. The issue was believed to be due to cell phone service coverage or a user error, but no issues were observed with the ICD. The patient was being monitored.